Event description:
Healthcare professional reported left side "hurting" and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening extended on posterior. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, stress marks and crease fold. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side "hurting" and rupture. Device has been explanted.